Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 06/12/2024, that on (B)(6) 2024 the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2024. It was reported that the patient experienced a skin reaction with an infection which occurred 8 days after the sensor had been inserted in the abdomen. The patient developed inflammation, blisters, and drainage extending beyond the patch perimeter. The patient had itching and burning sensation in the area. Prior to sensor insertion the area was prepped with soap, water, alcohol wipe, and skin tac. The patient removed the wearable and cleansed the area with an unspecified "special wash". On an unspecified date, the patient consulted a health care provider who prescribed an unspecified oral antibiotic medication and mupirocin topical ointment. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Event description:
Subsequent to the initial MDR, additional information was received on (B)(6)2024. Dexcom was made aware on (B)(6)/2024, that on (B)(6)2024 the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6)2024. It was reported that the patient experienced a skin reaction with an infection which occurred 8 days after the sensor had been inserted in the abdomen. The patient developed inflammation, blisters, and drainage extending beyond the patch perimeter. The patient had pain, itching and a burning sensation in the area. Prior to sensor insertion the area was prepped with soap, water, alcohol wipe, and skin tac. The patient removed the wearable and cleansed the area with an unspecified "special wash". On an unspecified date, the patient consulted a health care provider who prescribed oral doxycycline (100mg) and mupirocin topical ointment. At the time of follow up by technical support on (B)(6)2024, the patient reported the area was "almost healed". No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).